Event description:
The physician was treating a vessel in the rca. It was firstly treated with another manufacturer's balloon. The physician then used a 3.0 x 24mm endeavor device. The physician noticed that the balloon, upon attempted inflation, filled with blood. No issues were noted with the device prior to use. When the endeavor stent delivery balloon did not inflate, negative pressure was applied and blood came into the balloon. The lesion was treated with another endeavor device. No pt injury reported and the pt is stable.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation. The stent was positioned between the inner shaft marker bands and balloon pillows and appeared undamaged. There was blood present on the balloon, the stent and along the device. Blood was also present inside the balloon pillows, the luer and the inflation lumen. The stent was positioned on the balloon as per specification. The balloon did not appear to have been inflated as both the distal and proximal pillows were clearly evident and the balloon folds were undisturbed. Upon investigation, a jagged radial tear was evident through the balloon fold on the proximal pillow. It was confirmed that negative prep was performed on the device prior to use with no abnormalities noted, which confirms that the balloon was not damaged at this time. Review of cd images provided confirmed that the physician was treating the rca vessel and had used a rotablator device both in the proximal and distal vessel which suggests that the vessel was severely diseased. Procedural images provided show the proximal lesion being pre-dilated with another manufacturer's balloon and the implantation of a 30mm endeavor stent in the proximal/mid vessel, the 24mm endeavor complaint device in the distal lesion and another 24mm stent in the distal lesion followed by post dilation of both deployed stents. The final overall view of the vessel is of a fully jacketed rca, indicating that the rca vessel morphology was most likely severely stenotic and/ or calcified. The physician had attempted to inflate the complaint device, however, from the info available and review of the returned device, this balloon would not hold pressure. As it was confirmed that the device passed negative prep prior to use, but failed negative prep later in the procedure after it was noted that the balloon would not inflate and given that a rotablator and pre-dilation balloon was used during the procedure, this suggest that the radial tear on the returned device may have been due to cracked hard plaque or calcium present in the distal lesion damaging the balloon during advancement/ placement resulting in the jagged tear as seen.